Event description:
It was reported that embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A 21mm watchman ® laa closure device was deployed and implanted. The patient came back for a 45 day follow up; however, the device was not visible where it was implanted in the laa. The device migrated to the distal aorta. The device was eventually retrieved percutaneously from a sheath placed in the right femoral artery the following day. Three days after the follow up, the patient was discharged from the hospital. There were no further patient complications.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).